Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices confirms disassociation of the liner from the acetabular cup. Damage found on the femoral head is consistent with direct articulation against the cup. The wear found on the liner indicates the device was not centrally loaded by the femoral head. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. No x-rays were provided and positioning cannot be commented upon. A search of the complaints databases finds no other reports against the liner product and lot code combination since its release to distribution. Review of the liner device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Product problem has not been identified and no corrective action is indicated. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Polyethylene was mis-shaped/deformed and some of the anti-rotation tabs worn. Changed liner. According to the surgeon the patient had a full post primary hip replacement that could have potentially displaced the liner and caused this issue.